Manufacturer narrative:
(B)(4).

Event description:
The customer stated the lancet device did not retract, and the needle was protruding out of the cap of the device. After firing, the needle remained in the customer's finger. The customer pulled the needle out of his finger and did not have any injury. The lancing device and lancets were requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
As no customer product was received, the investigation was unable to find a definitive root cause.